Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Device received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got open book image was displayed on screen. The customer¿s blood glucose level was 110mg/dl at the time of incident .troubleshooting was performed. The device will return for the analysis.